Event description:
It was reported that patient underwent surgery on (B)(6) 2020, wherein their implantable pulse generator was replaced. Extensions were previously reported on but are no longer reportable as ipg was responsible for ineffective stimulation. Patient is stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-24132, related manufacturer reference number: 1627487-2020-24133, related manufacturer reference number: 1627487-2020-24134, related manufacturer reference number: 1627487-2020-24136. It was reported that patient is experiencing ineffective stimulation. Patient may undergo surgery to correct this issue. Patient is stable.